Manufacturer narrative:
The potassium electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 results for 1 patient on a cobas 8000 ise 1800 module. The initial potassium result was 7.4 mmol/l. The repeat result was 3.7 mmol/l.